Manufacturer narrative:
The report was reviewed by the ciba vision medical review committee with the following conclusion: "this event is being reported as a possible infectious corneal ulcer." The package insert states in the warnings, the replacement, and wear schedule sections that: daily wear disposable lenses are not indicated for overnight wear and are intended to be worn once and then discarded at the end of the wearing period (less than 24 hours while awake). The maximum daily wearing time should be determined by the eye care professional. H6: evaluation of the device history records and sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided.

Event description:
An eye care practitioner reported that an unspecified patient experienced a corneal abscess associated with wear of focus dailies contact lenses. The doctor reported the patient had not followed instructions to wear the lenses as daily disposable lenses. The patient had a history of wearing the same pair of lenses for several days at a time. On this occasion the patient had worn the same lens from 10:00 am one morning to 5:00 am the following morning. Event reported as resolving with no reduction in visual acuity. Patient scheduled for further follow up. Request has been made for additional information however no further information has been provided.